Manufacturer narrative:
This report is for an unknown dhs/dcs constructs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ricci, m.j. Et al (2019), are two-part intertrochanteric femur fractures stable and does stability depend on fixation method?, journal of orthopaedic trauma, vol. 33 (9), pages 428-431 (USA). The aim of this retrospective cohort series of a prospective orthopaedic trauma database study is to quantitatively evaluate collapse in a population of patients with stable intertrochanteric femur fractures, 2-part fractures, after treatment with either a dynamic hip screw (dhs), intertan, or a trochanteric fixation nail (tfn). A total of 114 patients (32 male and 82 female) with an average age of 75 years (range 50-100 years) were included in the study. 23 patients (8 male and 15 female) with a mean age of 69 years (range 50-94 years) were treated with a dhs (synthes, paoli, pa), 38 patients (11 male and 27 female) with a mean age of 77 years (range 54-99 years) were treated with tfn (synthes), and 53 patients (13 male and 40 female) with a mean age of 76 years (range 51-100 years) were treated with a competitor's device. The follow-up duration was an average of 7.8 months. The following complications were reported as follows: dhs group. There was more collapse in the dhs group (average 6.8 mm, range 22.0 to 34.2 mm) than the intertan group (average 3.7 mm, range 21.7 to 12.9 mm). 6 patients (26%) had >10-mm collapse. 4 patients (17%) had >20-mm collapse. Tfn group. There was more collapse in the tfn group (average 7.3 mm, range 21.4 to 30.7 mm) than the intertan group. 10 patients (26%) had >10-mm collapse. 3 patients (5%) had >20-mm collapse. This report is for an unknown synthes dynamic hip screw constructs. It captures the reported event of collapse. This is report 1 of 2 for (B)(4).